Event description:
It was reported via repair work order that the foot end brakes would not hold to specification as the brake rings and tires were worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.